Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 leaked. The following information was provided by the initial reporter: "a 10ml syringe caused blood to flow out of the syringe."